Event description:
It was reported that a malfunction occurred on the customer's pump. The customer's blood glucose level exceeded 500 mg/dl, with a specific value displayed as "high." The customer addressed the high blood glucose by administering a correction injection through a manual dosing method and did not require assistance from a third party. A replacement pump was provided by technical support to resolve the issue.